Event description:
It was reported that approximately 27 months after a left total knee replacement procedure, the patient may require a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6). 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5. (B)(6). 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t. (B)(6). 200-02-38 - three peg patella 38mm. (B)(6). 201-78-15 - holding pin mini sharp point 4 pk. (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6). 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6). 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6). 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6). A10012 - gps implant kit v2. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided. Considering the short implantation time, it is unlikely that the revision is the result of prosthesis wear. The alleged prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.